Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the intermittent power, which was reproduced. It was found to be caused by two negative depressed battery pins. The intermittent power would cause the unit to occasionally power off on its own on dc power. There were no power issues when the unit was on ac power. The rear case was replaced.

Event description:
During baxter's evaluation of a spectrum pump, it had intermittent power. There was no patient involvement.